Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose up to 300 mg/dl with increased thirst and urination related to an allegation of inaccurate insulin delivery. The reporter was indicating that the pump remaining insulin reading was reading less than what was actually in the cartridge related to the delivery issue; during troubleshooting, the insulin remaining reading was determined to be within specifications. The reporter confirmed that the basal rates were correctly reflected in the pump basal history and total daily dose history. This report is made based on the allegation that the patient experienced hyperglycemia related to a potential inaccurate insulin delivery issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.